Manufacturer narrative:
We are unable to fully investigate this report as no product number, lot number or sample was provided. It is not known what relationship the icast has to the reported adverse events. The article concluded whereas completion type I and type iii endoleaks are common after fevar with the zfen device, nearly all of these endoleaks resolve spontaneously by the initial postoperative imaging. These results suggest that select completion endoleaks after fevar with the zfen device do not require intervention at the index procedure. Based on the information available atrium has determined that the events described are not related to a product failure. Not available for return.

Event description:
Received an article titled select type I and type iii endoleaks at the completion of fenestrated endovascular aneurysm repair resolve spontaneously. Purpose: to better understand the nature and implications of endoleaks in fenestrated endovascular aneurysm repair (fevar). Method: 52 patients who underwent fevar with the zenith fenestrated aaa endovascular graft (zfen) from 2013-2018 were retrospectively reviewed. Per the article adverse events included: bleeding, ischemia, acute kidney injury, thrombosis, dissection, hematoma and wound infection.